Event description:
It was reported that during a right superficial artery stenting procedure, after pre-dilatation, a non-abbott stent was implanted. An armada balloon delivery catheter (bcd) was advanced for post-dilatation, but the bdc met resistance with advancement inside a non-abbott 6 french procedural sheath. There was slight resistance met with removal of the bdc from the sheath as well, but the bdc was removed and another armada bdc was successfully used with the same 6 french non-abbott sheath without difficulties. There was no clinically significant delay in the procedure or no patient adverse sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The resistance with introducer sheath was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.